Event description:
It was reported that a caregiver experienced difficulty pairing a dexcom g7 sensor to the ilet, with a sensor warmup displayed on the g7 app but not on the pump; the agent instructed toggling between g6 and g7, restarting the pump, and re-entering the pairing code, after which the caregiver was advised to wait for readings. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no injury and no hospitalization. Investigation included troubleshooting and user education regarding sensor selection, device restart, and code re-entry. Investigation of this case revealed a pairing failure between the g7 sensor and the ilet that was addressed through software settings verification and reinitialization steps, with no transmitter in use and no device alarm behavior observed. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to sensor configuration and pairing workflow.